Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") and endometriosis ("probable superficial endometriosis lesions") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and nephrolithiasis. No relevant gynecological and non-gynecological medical history. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), headache ("headache"), vulvovaginal burning sensation ("vulvar burns"), asthenia ("chronic pain associated with asthenia") and musculoskeletal pain ("diffuse joint pain as well as myalgia"), 3 years 7 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy with uterine horn ablation and peritoneal segment exeresis). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometriosis, headache, vulvovaginal burning sensation, asthenia and musculoskeletal pain had resolved. The reporter considered asthenia, endometriosis, headache, musculoskeletal pain, pelvic pain and vulvovaginal burning sensation to be related to essure. The reporter commented: sample was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Most recent follow-up information incorporated above includes: on 1-feb-2019: device removal questionnaire was received and the following information was provided: relevant gynecological and non-gynecological medical history was denied; patient¿s date of birth, weight and height were added; medical history added; essure was removed at the patient's request via bilateral salpingectomy by laparoscopy; primary reason for removal was asthenia, vulvar burns, pelvic pain, headaches, myalgia; events onset date was updated to may-2014 and the outcome was complete resolution. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") and endometriosis ("probable superficial endometriosis lesions") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), headache ("headache"), vulvovaginal burning sensation ("vulvar burns"), asthenia ("chronic pain associated with asthenia") and musculoskeletal pain ("diffuse joint pain as well as myalgia"), 3 years 7 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy with uterine horn ablation and peritoneal segment exeresis). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometriosis, headache, vulvovaginal burning sensation, asthenia and musculoskeletal pain was resolving. The reporter considered asthenia, endometriosis, headache, musculoskeletal pain, pelvic pain and vulvovaginal burning sensation to be related to essure. The reporter commented: date of events onset was reported as same as date of intervention for essure removal. Sample was not kept. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.